Event description:
This event occurred on [redacted date], while opening a cysto pack, the scrub tech noticed a piece of what appears to be cardboard in one of the bowls, having to throw away the entire back field again. Lot # 444672, catalog: sot12cymfb, exp: 06/01/2029.